Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The hospital's biomed reportedly found entries in the error logs that point to a problem with the motor and replaced it. The workstation passed all tests afterwards and was returned to use. Unfortunately, neither log files covering the date of event nor the replaced motor were available anymore for an in-depth analysis by the manufacturer. The device is ten years old resulting in the fact that the motor has now reached its specified life-time. Draeger finally concludes that the device reacted as specified upon the end-of-life malfunction of a single wear-and-tear component and posted the corresponding alarm. Manual ventilation remains possible in this state allowing the user to either finish the procedure in manual ventilation or to bridge the time until a replacement device is available. The device had been swapped out in the particular case and no patient consequences have reportedly occurred. The device was returned to use with no further problems reported to date. Thus, it can be considered that the replacement of the whole motor was the appropriate measure to put back the device into fully operable condition.

Event description:
Please see initial MFR. Report # 9611500-2016-00225.